Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 8oct2012. The review was performed from the date of manufacture to the present date 20apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a channel error. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, b, c ,d ,g gird and manufacturer narrative(shr). Omit: a1601 - device alarm system (1012) and g0600101 - alarm, audible correction: manufacturer narrative(device evaluated by bd service, chr and DHR), if other specify and common device name. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which confirms similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08oct2012. The review was performed from the date of manufacture to the present date 26jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had a channel error. There was no patient involvement.